Manufacturer narrative:
The investigation of purge leak ¿ pump, high purge pressure, and saturated flow has been completed. The data logs were returned and investigated. The root cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown. The root cause of the high purge pressure issue was most likely biomaterial buildup. The following have been reported incorrectly or missing from manufacturer device report 1220648-2025-25722: b3 date of event incorrect. D4 model number incorrect. D6b explant date incorrect. E4 should have been left blank. G1 reporting contact first name incorrect. G1 reporting contact last name incorrect. G1 reporting contact email revised in accordance with updated procedures. H10 investigation was omitted.

Event description:
The complainant reported that there was a purge leak, high purge pressure and saturated flow issues. The purge side arm of the impella 5.5 gen 2 was noted to be leaking inside the clear housing. It was confirmed that it looked like it was leaking at about 1-2 droplets per hour. The purge solution was sodium bicarbonate and the purge parameters were within normal limits. Additionally, high purge pressure was encountered and a tissue plasminogen activator (tpa) bag was planned to be used. The pump also began to show intermittent signs of saturated flows with the left ventricle tracing above the placement signal and the difference in min/max flows was decreasing. Eventually, the impella flow was turned down and which cleared the purge and no further leaking was encountered.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿